Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123078.

Event description:
Related manufacturer reference number: 3006705815-2023-03655. It was reported that the patient experienced ineffective therapy due to possible lead migration. As a result, the patient underwent surgical intervention where the leads were explanted and replaced. Investigation did not determine which lead had migrated. It was reported the patient experienced discomfort located at the ipg site. As a result, the ipg was repositioned.